Event description:
Consumer complaint of high blood results. Back to back test results during call were 281mg/dl, 452mg/dl, but caller believes her results are between 150 and 170mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).